Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody identification when using capture-r ready-ID on a galileo echo on (B)(6) 2014.

Manufacturer narrative:
No customer product or patient blood sample was returned to immucor for immucor investigation. Immucor technical support used remote access method to assess instrument test well images on (B)(4) 2014. Immucor laboratory tested retention product on (B)(4) 2014 which performed as expected. Immucor field service engineer visited customer site to assess instrument on (B)(4) 2014 and cleaned (and reseated) the wash manifold. The instrument then subsequently operated satisfactorily.